Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at an outpatient facility for a sleep study. While changing from batteries to the power module, the patient inadvertently bent a pin in the power module patient cable and briefly lost power to the system controller. The patient was unconscious and emergency services and a vad team member were called. The patient was reportedly unconscious for approximately 3 minutes until power was promptly restored and the patient woke up feeling asymptomatic except for being weak. The pin was straightened and the patient was returned to power module power without incident. The power module patient cable was later replaced.

Manufacturer narrative:
The reported event, of a bent pin on the returned patient cable, interfering with connection to the system controller, was inconclusive. The bent pins on the returned patient cable were not observed. The pins on all connectors were examined under magnification; there were no obvious alignment issues and no marring of the plating on the pins. The connectors were able to be inserted and removed from mating connectors without issues. The returned patient cable was operationally checked with equipment in the manufacturer¿s lab. The operating voltages were typical; there were no lvad stoppages, no disconnect alarms or low voltage advisory alarms that occurred. The returned patient cable did fail electrical resistance checks - as the motor drive lines were slightly out of specification. The cable insulation of the leads and cable were cut open to check for wear and corrosion and there were no indications of internal damage and only a slight amount corrosion. The results of the evaluation were inconclusive. The returned patient cable functioned properly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 9 months. The device was returned for analysis. Evaluation is not complete. This is not a single use device. As the device may be used multiple times by the same patient or multiple patients (in clinics or the hospital), the specific usage of this device is unknown. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.